Event description:
It was reported that the patient's spouse called on (B)(6) 2026 with concerns of low flow alarms while on ac power and the patient was quite dizzy. The patient was seen in clinic on (B)(6) 2026 with stable blood pressures (bp) of 97/75 and 95/71 with a heart rate of 89. The left ventricular assist device (lvad) flow was 2.9 with speeds of 9400, pulsatility index (pi) 4.4 and power of 4.6 while on batteries. When the patient's white cable was connected to the power module with a grounded cable, low speed alarms were noted on the system controller. The patient was asymptomatic. The grounded cable was then exchanged to an ungrounded cable and when connected to the power module, no alarms occurred. It was noted that the patient fell against a bar countertop approximately two weeks prior due to some dizziness. The patient was also quite pale in the office and was recently diagnosed with anemia of unknown source. A unit of blood was given to the patient for their anemia.the patient underwent a cosmetic wire surgery on (B)(6) 2025 (2916596-2025-07148). The patient was placed on a loaner power module (pm) while the new pm arrived with an ungrounded cable. The issues only happened when on the mobile power unit (mpu) and not on batteries. The use of the pm with the ungrounded cable resolved the low flow alarms. Log files were submitted for review. The log files captured periods of low flow events throughout the log that appeared to be patient related and not ventricular assist device (vad) nor the driveline. The log files noted a low-speed hazard event on 04may2026 at 1021 with speeds noted at 2520 rpm while on the pm.

Manufacturer narrative:
Related report MFR# 2916596-2025-07148. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.